Event description:
It was reported that the patient had an inappropriate shock on three occasions. The first one was for a supraventricular tachycardia. The next two shocks were for oversensing via a change in the intrinsic morphology. Technical services advised to have the patient come in for testing. There were no additional adverse patient effects. The system remains implanted.